Manufacturer narrative:
Taper ii. The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add'l info has been reported to allergan regarding the serial number or catalog number.

Event description:
Pt reported a lap-band "I had to have it removed because it was abnormal looking," and "my stomach was coming over it, it made my stomach look like a mushroom over the band," first noticed when the doctor performed a barium swallow "because the doctor wouldn't do a fill for me until they looked at it." The lap-band system was explanted and not replaced.